Event description:
In review of published literature, these findings were noted: min bao, ph.d., hongyin li, m.d., guangyu pan, m.d., zhonghua xu, m.d. And qingyu wu, m.d., "central shunt procedures for complex congenital heart diseases", j card surg 2014;xx:1-5 published online 2014, doi: 10.1111/jocs.12343. Between april 2004 and november 2012, total 110 patients (median age,11 months; median weight, 9 kg) with the complex congenital heart diseases were treated with the gore-tex grafts in the shunt operation, the graft size was determined primarily based on the patients' body weight prior to the operations. The article describes one patient developed a shunt occlusion requiring a second operation at day 5 following which the patient experienced continuous right lung hemorrhage and died.

Manufacturer narrative:
No further information is available.